Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated the following error messages, "over speed", "belt slip" and "display numbers flashing". The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.